Event description:
The manufacturer field service technician reported that the device was leaking while it was being serviced at the user facility. There were no adverse consequences related to this event.